Event description:
It was reported by service report that the siderail had a cracked weld, which prevented it from latching. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.